Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis and hyperglycemia on (B)(6) 2020. The customer's blood glucose level at the time of incident was over 600 mg/dl. Customer was sent to the emergency room and placed under intensive care unit. Customer was treated with insulin drip. The customer stated that the insulin pump stopped working and alleged possible pump under delivery. The insulin pump will be returned for analysis.